Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm morphology from the time of implant is unknown. The aortic neck was severely angulated. Approximately 2 years post-implantation, the aneurx bifurcated stent graft (MFR report # 2953200-2004-01201) had migrated, and the physician elected to intervene with two proximal aortic cuffs. The patient had been lost to follow-ups. It was reported that approximately 1.5 months ago, the patient presented with a ruptured 6.5 cm, x 7.3 aneurysm, due to another distal stent graft migration, which resulted in a proximal type I endoleak (MFR report # 2953200-2011-01461). The stent graft is approximately 2 cm below the renal arteries. The physician elected to intervene by successfully implanting another manufacturer's aorto-uni-iliac stent graft via the right side, followed by performing a femoral-femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results - (endoleak, graft migration, ruptured aneurysm/vessel), (severely angulated aortic neck; patient was lost to follow-up). Conclusion - (severely angulated aortic neck; patient was lost to follow-up).